Event description:
It was reported, the atrial lead had loc (loss of capture), however after lead testing through the analyzer thresholds were normal. Physician then believed the issue was with the device regarding the atrial circuit. The device was explanted and replaced. The atrial lead was then tested with the new device and tested wnl (within normal limits). The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed, and no anomalies were found.